Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The patient presented with angina pectoris (ap). The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex (lcx). The lesion was ablated with a 1.5mm and a 1.75mm rotablator device and then predilated with a 3.5x14mm non-bsc balloon. Next, a 16x4.0mm veriflex stent delivery system (sds) was advanced, but it could not cross the lesion. The physician exchanged the 6fr non-bsc guiding catheter to a non-bsc. The physician performed a buddy wire technique with non-bsc wires, but when the veriflex sds was advanced for a second time, it was noted by cine image that the stent was not on the balloon. The physician was unable to locate the stent in the coronary artery or in the guide catheter. Using the veriflex delivery balloon, the lesion was further dilated and the procedure was completed without placing a stent. The patient's current condition is listed as "fine".